Event description:
It was reported that, subsequent to a tunica vaginalis testis procedure, the pt presented with abdominal pain and recurrent cystitis. Upon examination, the physician described an erosion across the vagina. The erosion could not be described as an incision at midline, but rather going from right to left at leading edge of tape, starting close to the urethra. The tape was excised under local anesthesia and the vaginal defect was closed.